Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died, one month post implant procedure of the leadless implantable pulse generator (ipg). Llipg was implanted without issues. Approximately one month after the implant procedure the patient complained of a feeling of fatigue and went to sleep. The patient's family found the patient at home and carried the patient to the hospital, but resuscitation was judged as difficult because of the cardiac arrest state. The cause of death was unknown because neither detailed examination nor necropsy was performed. Device interrogation had not been performed.